Event description:
Medtronic representative reported that the clamping force is weak on the site's biopsy guide and cannot be fixed. There was no pt present.

Manufacturer narrative:
No pt info as no pt was involved in this concern. Lot number not available at time of this report. Device manufacture date is dependent on the lot number and not available at this time. RMA issued. Replacement part shipped 5/25/2012. Device has not been returned to the manufacturer for eval.